Manufacturer narrative:
The cause of vessel stenosis and clotting is inconclusive. It is suspected that the patient's stenosis was likely due to a dissection; however, this could not be confirmed on the angiograms. Dissections can trigger the blood clotting cascade. Dissections are a common large bore procedure complication and the root cause of the dissection remains inconclusive if related to the deployment of manta or procedural sheath. The patient had a thrombectomy aspiration of the right leg as a result of the clotting. The reported development of the pseudoaneurysm was in the non-manta leg; therefore, this adverse event is not related to manta device. The risk of access site complications "leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring surgical intervention; ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection; and thrombosis formation or embolism" are adverse events written in the IFU. The device history record (DHR) documentation was reviewed and showed no indication that the handle device did not meet specifications. Risk documentation was reviewed, and this type of incident was identified as a known risk. The occurrence rate of this type of incident remains below acceptable occurrence levels in risk documentation. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced a serious injury associated with a medical procedure where manta vascular closure device was used for closure of the femoral access site. Formation of thrombus is a reportable patient impact event. This complaint was originally evaluated and deemed to be a non-reportable complaint on 30-july-2019. During review for complaint closure, it was noted that additional information was received on 22-jul-2019, providing details that made the complaint reportable. During review for complaint closure, it was noted that additional information was received on 22-jul-2019, providing details that made the complaint reportable. Per essential medical's complaint handling process "any complication that necessitated medical or surgical intervention; to preclude permanent impairment of a body function or permanent damage to a body structure with permanent being defined as irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage, shall be considered serious patient injury." It is for this reason that this complaint with the date of the event recorded as either on (B)(6) 2019, is being reported.

Event description:
A transcatheter aortic valve replacement (tavr) was performed on a patient on (B)(6) 2019. The index device used was a 26 mm valve delivered via a 20f sheath. Access was gained in the right femoral artery using ultrasound guidance. Manta vascular closure device was deployed for femoral access closure and resulted in immediate hemostasis at skin level. A post-procedure angiogram showed the contrast dye stopped several centimeters above the access site, as marked by the lock. The operator advanced a wire from the contralateral side, then placed a catheter in the iliac artery. A 0.014" wire was then advanced from the contralateral side past the access site and into the distal vessel to confirm placement in the "true lumen". The glide catheter was then pulled back and another angiogram was taken. This angiogram showed complete restoration of flow and no filling defect. On 22-jul-2019, an update was provided by the complainant who spoke with the physician regarding the event. On either (B)(6) 2019, the patient underwent a procedure to aspirate thrombus of the right leg. No further details were provided by the physician as to the location of the right-leg thrombus. Following the procedure, the patient developed a pseudoaneurysm in the left (non-manta closure) access site as a result of the thrombus aspiration procedure.